Event description:
A report was received that the patient¿s ipg was not functioning. The physician believed that the ipg was defective. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that patient was experiencing issues charging, reported inability to charge and remain charged so the physician decided to replace ipg.

Event description:
A report was received that the patient¿s ipg was not functioning. The physician believed that the ipg was defective. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg was not functioning. The physician believed that the ipg was defective. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. The depleted ipg was successfully charged to 4.01 volt in one cycle. This attested that the device was capable of being fully charged under a proper charging method. A review of the system data log showed that the device had not been fully charged each time with unknown reason. Battery depletion rate and sleep current were within the normal range. The ipg revealed no anomalies.